Event description:
It was reported that the patient presented for scheduled implant procedure. During the procedure, it was noted that the newly placed right ventricular (rv) lead exhibited loss of capture and low impedance. The rv lead could not be retracted while repositioning. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported events of failure to capture and low lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Final analysis found that the inner coil was over torqued at the connector region consistent with the procedural damage. No other anomalies were found.